Manufacturer narrative:
MDR 1219913-2021-00376 was filed on july 14, 2021. August 20, 2021 - additional information. The sample resulted non-reactive with the chiv assay, confirming the account's observation of a non-reactive result. The sample resulted reactive with the ehiv assay due to presence of p24 antibodies. The advia centaur xp chiv assay detects p24 antigen and hiv-1 (including group o) and hiv-2 antibodies. The chiv assay architecture is unable to detect p24 antibodies. The advia centaur ehiv assay is able to detect the patient sample because it has the assay architecture for p24 ab detection. The advia centaur xp chiv assay IFU (10629832_en rev. P, 2020-11) states the intended use of this assay is to aid in the diagnosis of hiv infection. Currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00377 supplemental 1 was filed for the repeat test result obtained on 2021-07-03.

Manufacturer narrative:
Siemens is investigating this event. It was noted that assay quality control results were within acceptable ranges when the discordant observations were made. The limitations section of the product instructions for use (IFU) states the following: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.12 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." MDR 1219913-2021-00377 was filed for the repeat test result obtained on 2021-07-03.

Event description:
The customer has observed (B)(6) results for one patient in the advia centaur xp (B)(6) assay which are discordant relative to patient history and alternate-method testing. Two confirmatory methods produced conflicting positive results, and patient history (including pcr viral-load testing) indicates (B)(6) status. The negative results were not reported; the (B)(6) results were considered correct and reported to the physician. There are no allegations of patient harm or changes in treatment resulting from the observed discordance.